Event description:
A nurse reported the equipment displayed a system message which locked the system. The surgeon was able to clear the system message and complete the case with no harm to the patient. Due to the reported event, the following case was canceled after the patient had received local anesthesia and sedation. There was no patient harm reported.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was directed to perform functional tests and the system was found to be working normally. The cassette used for the event reported was not new. The customer reported a system message "check vgfi f/ax setup. Select 30 mmhg backup pressure or ignore low pressure condition" was displayed during fluid/gas exchange. During customer testing the system did not display any messages related to this function. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).